Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2009 (however, over 18 years). According to the complainant, the forceps would not open all the way or close adequately during the procedure. The device was removed without difficulty. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).